Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported receiving the I-stat pt/inr cartridges with broken desiccant (silica) packs inside the pouch. Based on the info at the time, there was no injury associated.

Manufacturer narrative:
(B)(4).